Event description:
It was reported that right ventricular lead exhibited oversensing. X-ray were performed in order to assess the root cause of the issue. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead exhibited an oversensing episode once again, however, since is falling in blanking is not being picked up by the device pacing. Additionally, noise was also observed. No further adverse patient effects were reported.